Event description:
It was reported that the patient underwent vns generator replacement surgery due to battery depletion and the vbat status. It was stated that the vns was discarded and, therefore, product return of the explanted product is not expected. It was later reported that the patient's neurologist believed that the vns depleted prematurely. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The device was found to have been manufactured using the laser routing process. No additional relevant information has been received to date.

Event description:
The tablet data from the patient's previous physician who had referred the patient for vns replacement surgery was received and reviewed by the manufacturer. The diagaccum consumed value estimated 31.057% of the battery capacity consumed. The vns was pulse disabled as the battery voltage, 1.829 v, was less than the end of service, or eos, threshold. This is indicative of premature battery depletion. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected.

Event description:
It was later reported that the patient's physician felt that the patient was not receiving therapy from the affected device. Although the device lifetime may be reduced, its functions are not affected by this issue and the delivery of therapy is unaffected until the device reaches end of service (eos). As the device was previously explanted from approximately a year and a half prior to the new report, it was unclear if the physician was alleging this against the generator that was affected by battery depletion or the new vns. No additional relevant information has been received to date.